Manufacturer narrative:
Exact date unknown, event occurred two years ago. Explant date: procedure happened two years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 17561415.

Event description:
It was reported that the patient underwent an explant procedure due to inadequate stimulation. Explanted devices were discarded. No further information could be obtained despite good faith effort.